Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic sigmoidectomy - "this is the complaint from the market. When the user pulled the forceps from the trocar, the user felt resistance. After inserting the forceps again, the user confirmed that the valve was fall into the patient body and picked up the piece of the valve from the patient body." Patient status - "the patient was not injured."

Manufacturer narrative:
Investigation summary: the seal of the event unit was returned for evaluation. Upon inspection, engineering confirmed that a portion of the septum had been torn off. No other damages or defects were noted to the unit. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.